Event description:
It was reported that the oracle lever arm screws were blocked and one broke off. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that a lift screw broke and proper function is not ensured. The cause for the mentioned malfunction could not be determined. It is assumed that excessive use caused this kind of wear and tear. This complaint is indeterminate from a manufacturing standpoint.